Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the combined periscope and chimney technique is feasible and effective in the emergency setting.

Event description:
Received an article titled "chimney and periscope technique for emergent treatment of spontaneous aortic rupture" published in the annals of vascular surgery. The article presented the successful endovascular management of contained aortic rupture. Per the article adverse events included endoleak and hematoma.